Event description:
It was reported that in central processing, it was noted that a frayed cable was observed on the mega suturecut needle driver instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was broken. One grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments grip tips were contaminated. The grips exhibited orange colored residue. Failure analysis concluded that the orange residue to due to improper cleaning. No other damage was found.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.